Manufacturer narrative:
Please note that the following sections are being corrected on this follow-up #1 report: 510(k) #.

Manufacturer narrative:
Results: the penumbra system ace68 reperfusion catheter (ace68) was kinked just distal to the strain relief, approximately 3.5 cm from the hub. Conclusions: evaluation of the returned device revealed the ace68 was kinked. This damage may have occurred due to rough handling during transit or removal from the packaging. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that the penumbra system ace68 reperfusion catheter (ace68) was kinked upon removal from the packaging of penumbra system ace68 hi-flow kit (kit). The damage to the ace68 was found prior to use. Therefore the ace68 was not used in the procedure. The procedure was completed using a new ace68.